Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure to treat a lesion in the proximal popliteal artery using a drug-eluting balloon, resistance was encountered when advancing the device, and the balloon was slow to deflate at the lesion site, resulting in balloon deflation difficulties. The device was prepped according to the instructions for use, and no issues were noted with the packaging or removal from the tray. The procedure was completed successfully after replacing the drug-eluting balloon with another of the same brand, and the patient was in good general condition after the surgery. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
Additional information: there was no damage noted to the balloon catheter. The balloon was inflated using a inflation device and no issues were noted during inflation. Only intervention required was a inflation device, the balloon was eventually fully deflated (3 minutes) and was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the size on device matches size provided the balloon protector returned loaded on the catheter of the device the balloon returned in post inflation state with no damage observed to the balloon bond or the tip an inhouse 0.035 wire was advanced through the catheter the catheter was connected to an inhouse indeflator and the balloon was inflated an inhouse calibrated timer was used and the balloon deflated approximately 12 sec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.